Event description:
It was reported to boston scientific corporation that a spaceoar device was implanted during a spaceoar implant procedure on (B)(6) 2023. The patient with a clinical history of irritable bowel, started experiencing increase in mucus stool after the hydrogel placement. The patient underwent medical follow-up due to this event. On (B)(6) 2023 the patient visited the outpatient clinic and was confirmed to have a pinhole-like fistula in the rectum. Since the hydrogel was noted to be coming out, it was decided to perform internal drainage under lumbar spinal anesthesia. The patient condition was unknown at the time of this report. Additional information received on august 28, 2023. The patient was planned for a magnetic resonance imaging after (B)(6) 2023. The patient condition at the time of this report is unknown. The patient was planned to received brachytherapy; it is unknown if the patient has completed radiation treatment as planned.

Manufacturer narrative:
Additional information block b5 has been updated based on additional information received on august 28, 2023. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf patient code e2314 captures the reportable event of fistula.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf patient code e2314 captures the reportable event of fistula.

Event description:
It was reported to boston scientific corporation that a spaceoar device was implanted during a spaceoar implant procedure on (B)(6) 2023. The patient with a clinical history of irritable bowel, started experiencing increase in mucus stool after the hydrogel placement. The patient underwent medical follow-up due to this event. On (B)(6) 2023 the patient visited the outpatient clinic and was confirmed to have a pinhole-like fistula in the rectum. Since the hydrogel was noted to be coming out, it was decided to perform internal drainage under lumbar spinal anesthesia. The patient condition was unknown at the time of this report. No further information has been obtained despite good faith efforts.